Event description:
It was reported that the external pulse generator was not working right. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display was out of specification, pixel bleeding. It was also noted the battery contacts were compressed and one side bail cover was broken.